Event description:
Reference number (B)(4). Event occurred in japan. It was reported that the patient faced hyperglycemia event on (B)(6) 2026. The insertion site was thigh.the blood glucose level was high for 3 hours.the blood glucose level was 400 mg/dl at the time of the event and got treated with manual correction bolus and automatic correction.the patient nose was a little swollen which might be a cold sensation. No further information available.

Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item.